Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis devices to treat an abdominal aortic aneurysm. During a follow-up visit, a computer tomography scan indicated the trunk-ipsilateral device had migrated causing a proximal type I endoleak. The following year, the device was explanted and the pt was converted to open repair. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Due diligence was performed to obtain info to complete all blank required spaces ion this medwatch.